Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported developed hemorrhagic cerebral infarction along with celiac artery embolism, renal artery embolism, and lower limb embolism. Furthermore, a large amount of mural thrombus was seen in the aorta. The patient ultimately expired. Cause of death was reported as thrombosis. Hit was also suspected. Date of patients death was not provided. No further information was provided.